Manufacturer narrative:
G4 ¿ PMA/510(k) #: exempt h3 - device has been returned and preliminary evaluation has been performed, however, our investigation is ongoing and device evaluation summary will be included in our follow up report once our investigation has been completed. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was initially reported that the baskets of two ncircle tipless stone extractor could not be opened during a ureteral lithotripsy procedure with flexible endoscope. The user attempted to open the baskets by pushing the handle and found them broken. The procedure was completed when the user changed to a third same type device. On 28oct2025 our investigation of the two returned devices determined that the malfunction of each device was different. Device # 1 - the cannulated handle was separated approximately in half (reference MDR # 1820334-2025-00489). Device # 2 - the outer support sheath kinked (reference this report). As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.